Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72", "pacer disabled", and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.